Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the electrocardiogram (ECG) indicated that the heart rate had decreased from 60 beats per minute (bpm) to 40bpm. The attending doctor suspected battery depletion. The implantable pulse generator (ipg) will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.